Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported the patient was getting pain relief after the pump implant that occurred on (B)(6) 2016. Suddenly, the patient's back pain came back and it was progressively getting worse. The loss of therapy occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they had their first follow up visit on (B)(6) 2016. The circumstances that may have led to the return of pain included increasing activity level and decreasing oral medications. The patient's pain level was resolved until they increased their activity a good bit. It may need to be adjusted at the next visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.